Event description:
It was reported that the surgeon could not turn the setscrew on a generator. He wiggled the screwdriver and the septum plug popped off. They were able to put the septum plug back in and torque the setscrew. The surgeon stated he thought he got the septum plug tightly back on so was not worried about it coming off later. The surgeon was reportedly using the correct technique to secure the setscrew. The manufacturer's device history records of the generator were reviewed. The generator passed final functional and quality specifications prior to release. No further relevant information has been received to date.